Manufacturer narrative:
Evaluation of the returned device did not confirm the reported issue of no oxygen and no alarm. The returned device was found to have the fio2 out of specification at .80 and 1.00, air alarm sounded at 23 psi and the balance was out of specification. The unit appears to have drifted out of specification over time. Based on the age of the device and per the instructions for use, the unit is due for overhaul. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. Manufacturer reference file no. (B)(4).

Event description:
Supplemental report required for device evaluation.

Manufacturer narrative:
This report is based solely on the customer's reported issue. Attempt was made to get device returned for evaluation, but customer opted not to at this time. Review of mixer DHR found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. Based on the age of the device, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported, during clinical use, it was noticed that there was no oxygen on the line and the device did not alarm. There was an oxygen analyzer downstream from the blender that did not alarm, but did read "error". Device was removed from service and replaced with another blender. No patient incident was reported.